Event description:
The caller wanted help with the meter. While troubleshooting, she performed normal control tests and received a reading of 186 mg/dl. The normal control range is 81-120 mg/dl. The caller did not allege any customers experienced adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.

Manufacturer narrative:
This report was not made a potential until more info was obtained from the customer, so it will be submitted past the 30 day window.